Event description:
It was reported that the physician was attempting to implant an endeavor sprint drug-eluting stent to a severely calcified lesion in the lcx with 90% stenosis. Device was inspected and prepped prior to use with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. It was reported that the balloon was inflated to 16 atm. When the device was removed the balloon was noted to be burst. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. The procedure was completed with another brand stent of the same size. There was no injury to the patient.

Event description:
Evaluation summary: there was a puncture site visible on the distal tip. The material was protruding outwards in a distal to proximal direction. The balloon folds on the distal pillow were partially open. There was blood residue visible in the balloon pillow. Negative prep was performed and a leak was detected. On pressurization of the device water was seen to exit from the distal tip and the guidewire entry port indicating a leak on the inner lumen. Visual inspection of the inner confirmed a puncture site immediately distal to the attach tip bond. The material was protruding outwards in a distal to proximal direction.

Manufacturer narrative:
Evaluation, results: related to operational context (it appears most likely that the damage to the distal tip and inner lumen occurred during attempted use of the device and is therefore procedural related). Conclusions: related to operational context (it appears most likely that the damage to the distal tip and inner lumen occurred during attempted use of the device and is therefore procedural related).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology ¿ 90% stenosis and severe calcification.) (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 90% stenosis and severe calcification.) Device not returned - device not returned for evaluation. Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).